Event description:
According to the reporter, the device displays the charge-pak, attention, and service wrench icons and replacing the charge-pak does not resolve the issue. The reporter serial number indicates device is affected by field action. A replacement device was provided to the customer. When device was evaluated by physio-control, it would not power on.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on and operate. Root cause was determined to be an electrically leaky capacitor, designator c177, related to the field action